Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Photo evaluation: four pictures were provided for the device. First picture shows a device with the anvil loaded, and the safety disengaged. Second picture shows the washer on the anvil, it is uncut. Third picture shows the staple pockets with no apparent damaged, and no staples can be seen. Fourth picture shows the knife of the device, no staples present and no apparent damaged can be seen. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested and the following was obtained: what were the indications for surgery? No information from the hospital. What healthcare professional fired the device and what is his/her experience? No information from the hospital. What confirmation was received that the anvil was properly attached? Dr. Commented that the anvil may be not properly attached. Where in the green gap setting scale was the indicator located prior to firing? No information. Did the healthcare professional wait 15 seconds and then retighten prior to firing? No information. Was the device difficult to close? No information. But, the red safety was difficult to release. Was the device difficult to fire? No. The device was fired but there was no feedback that the washer was cut. Did the surgeon check the washer and donuts to confirm a complete transection? The target tissue was not cut and the staples was not formed properly. The anvil and the device were removed from the patient before converting to open. What was the reason for the conversion to open surgery? For re-anastomosis with the another device. The temporary colostomy was performed. Can you the results of the jjkk preliminary investigation be shared? Please take a look at the uploaded pics. What is the current patient status? The patient was stable and will be discharged in this week.

Event description:
It was reported that during a laparoscopic low anterior resection, there was no feedback that the washer was cut at the firing, and it was found that unformed staples fell off into the abdominal cavity. The device was used between the colon and the rectum. Then, the anvil was removed from the device. The procedure was converted to an open procedure and another device was used to complete the case.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2018. Batch # r5726p. The analysis results found that the cdh29a device arrived with no apparent damage void of staples and with the breakaway washer uncut. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.